Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up visit, the diagnostic had incorrectly displayed the expected battery lifespan increasing when it should had shown the longevity declining. The patient condition is good and will be monitored. No further information is available.